Event description:
It was reported that the patient is deceased. The manufacturer's field representative called into technical services to find out if the diagnostic data on the implantable pulse generator (ipg) could help determine time of death. The representative further indicated that the patient's body was found in the woods the previous day and the device system was explanted the next day. The cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 5076-58 implantable pacing lead, (B)(6) 2009. Additional information obtained from the device diagnostics, saved on a disk and sent to technical services indicates the patient had "some pretty fast" ventricular cycles; no lead warnings were observed.

Manufacturer narrative:
Product event summary # (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.